Event description:
Hair falling off like crazy, weight gain, autoimmune hashimotos symptoms of lethargy. Officially diagnosed with hashimotos in 2015 after testing and reviewing for 2 years. Progressing symptoms to this day including extreme bloating, weight gain, lethargy and hair falling out.